Event description:
Could not walk [abasia]. Swelling in both knees [joint swelling]. Pain in both knees [arthralgia]. Case description: spontaneous report received on 17-mar-2010 from a (B)(6) female consumer, initials (B)(6), with a history of knee pain and one prior series of synvisc injections in both knees on an unk date about two yrs ago in 2007. The consumer received the first injection of synvisc into both knees on an unk date in (B)(6) 2009. Following the second injection in (B)(6) 2009, the consumer experienced severe swelling and pain in both knees and she could not walk. She was treated with oral steroids for several days until the swelling went down enough so that she could go to the physician who administered a steroid injection. The third synvisc injection was not given. At the time of this report, the outcome of swelling in both knees was resolved on an unk date in 2009, after four days. No further info was provided. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.